Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01987, related manufacturer reference number:1627487-2023-02046. It was reported that the patient experienced ineffective therapy due to lead migration and also experienced pain at the ipg site. As a result, surgical intervention may be taken at a later date.

Manufacturer narrative:
Correction: additional information indicates no intervention was taken to address the ipg; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates no intervention was taken to address the ipg.